Manufacturer narrative:
Product analysis: at analysis it was determined that the analyzer bay was contaminated. It was noted that the display screen was cracked, the upper and lower cases, media bay door, eject buttons on the personal computer memory card international association card reader, rear display cover, logo symbol, and the keyboard rail covers were all broken. It was noted that there was a bent tab on the power cord door, the alternating current (ac) power cord insulation was ruptured, stylus cable was breached but functional, the display was flickering and the interpose cable was loose. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.